Event description:
Left knee swelling/knee feeling tight [joint swelling], left knee pain/knee hurt [arthralgia], left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician's assistant regarding a (B)(6) male pt, initials (B)(6), with osteoarthritis of knee. The pt's medical history was significant for previous medical device implantation with synvisc-one (04 series). On (B)(6) 2013, the pt initiated treatment with synvisc one (hylan g-f 20) injection, (route and dosage regimen not provided) into an unspecified location. The lot number for synvisc-one was provided. On the same day (within 24 hours of having synvisc injection), the pt's knee started feeling tight and hurt. The pt used ice on it and received treatment with non-steroidal anti-inflammatory drugs and tramadol. It was reported that the pt kept his leg propped up all the weekend and the swelling got better. On (B)(6) 2013, the pt reported with left knee swelling and pain and pt's left knee was aspirated. On the same day, pt received intramuscular injection of kenalog (triamcinolone acetonide). No action taken was taken with synvisc-one treatment. The outcome for all the events was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporter did not provide any causal relationships between synvisc one and all the events.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.